Manufacturer narrative:
(B)(4). The user facility reported that the dcu came loose from the docking plate area. The user facility was not sure, but suspected that the dcu dropped to the floor. There was no reported patient or user impact. For reporting purposes. We are considering that the dce (display controller unit) dropped to the floor. If the reported problem were to recur, it's possible that the dcu could fall onto the user or patient. Since user footwear or patient clothing is not sufficient protection for impact (ex, steel-toe or impact resistant), serious injury requiring medical intervention (for example, a broken bone) could occur. A field service engineer (fse) was dispatched to the user facility. When the fse arrived at the user facility, the device was found in the biomed shop. When the fse first removed the accessory tray, 4 of the docking plate nuts had come loose and were not on the screws. One docking plate stud/screw was broken and missing as were 2 of the 6 nuts. To fix the problem, the fse replaced the docking assembly. Following replacement of this part, the device was functionally tested and returned to service by the user facility. The device remains at the user facility. The following additional info was obtained throughout the course of the investigation: the user facility claims that they do move the card and the dcu, but deny any abuse to the device. Per the staff, the only activity they really engage in is the mounting and dismounting of the dcu from the cart. Per the MRI lead tech, he came in after a weekend and there was a sign on the device that it wasn't working. The MRI lead tech claimed that it looked like someone had tried to take the device apart with a wrench and there were several tool markings on it. He also said that it looked like someone had done something to the device that they knew they shouldn't' have done and didn't know what to do with it, so they left it. He also claimed that the device sat in this state for a little while before it was finally reported to biomed. The biomed said he went up to get the device and the dcu was being held on the cart with medical tape. The biomed claimed he was told that the dcu fell off the cart to the ground, but there was no physical damage to the monitor. The device is currently back in dept and working fine. The biomed did not believe that there was ever a safety issue. This device is on the units affected list for a proactive filed change order (fco), which was released to address an issue where the six nuts securing the dcu to the cart became disengaged from the dcu docking plate over time. The fco was released to ensure that all affected devices have a locking compound applied to the threaded hardware that secures the nuts in place. A review of the work order for this fco related to this sn showed that the fco had not yet been implemented on this sn as of the incident date. Because a new docking plate was installed on the device as the user facility, there is now no need to implement the fco. New docking plates have either a locking compound applied to the threaded hardware or a locking nut. Analysis of historical complaint data showed that this has been the only complaint where a user facility claimed that they suspected that the dcu fell off the car; however, there is no physical evidence supporting this statement. The dcu weighs 17 pounds (7.7 kg) and the cart is approx 3.5 feet high. Should the dcu fall off the top of the cart where it is docked and to the ground, it would sustain considerable damage in the form of a dented enclosure or a shattered display. The fse, biomed and MRI tech lead did not report any physical damage to the dcu; therefore, we are considering this to be a malfunction for reporting purposes only. There was no death or serious injury reported as a result of this incident. No additional action is warranted at this time.

Event description:
The user facility reported that the dcu came loose from docking plate area. The user facility was not sure, but suspected that the dcu dropped to the floor. There was no reported patient or user impact.